Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the chief perfusionist (ccp) started the setup for bypass circuit at 12:30 pm, and doing the priming process for the cardioplegia (cpg) set. The cp found the central control monitor (ccm) was not responding to start, and could not control the roller pump through control panel. After ten minutes, both the ccm and control panel of the roller pump started working. The ccp completed the priming and finished the case without any delay. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00056. Software data logs were received by the manufacturer on 01/13/2015 for further evaluation. Mr. (B)(6) (subsidiary distributor engineer) received this roller pump, and performed preventive maintenance (pm) without any trouble. He also ran this pump for 24 hours with no further reported problem. Mr. (B)(6) will return this roller pump to the hospital by (B)(6) 2015.